Event description:
It was reported that the heater bag became disconnected during the peritoneal dialysis (pd) therapy causing a leak. The care giver (cg) pressed stop and closed the clamps. The technical service representative explained the proper disconnect procedure and assisted with ending the therapy. The cg was going to start therapy over with new supplies. During the follow up, the cg clarified that they had not connected the two components fully and when they tried to move the heater bag to correct the issue, the line became unhooked and the heater line. The fluid came out from the heater bag and that was when the cg manually clamped the bag off to stop the leak and ended the therapy. The cg stated the cause of the issue was an incomplete connection on their part and there was no product malfunction. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection/disconnecting is known to be able to cause the reported condition of leak. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy and provides step-by-step instructions for connecting the solution bags. It warns the user that if a disconnection happens during the therapy, then they would have to follow the end therapy early procedure. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.